Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Unit was received with motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, broken battery tube threads, cracked belt clip slot at battery tube threads area, partially broken reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a motor error alarm during rewind. Insulin pump will be replaced. Customer's blood glucose was unknown.